Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the inflatable penile prosthesis pump and reservoir were replaced due to a crack in the reservoir connecting tube. The old reservoir remained in situ. No patient complications were reported.